Manufacturer narrative:
Additional data: b5: on (B)(6) 2023, the lens was exchanged with a different model, shorter length lens and the problem was resolved. D6b: "on (B)(6) 2023" should be added. H6: medical device problem code:"2993" should be added. H6: health effect- impact code: "2199" should be removed. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5_13.2 implantable collamer lens of -6.5/5.5/104 was implanted into the patient's right eye (od) on (B)(6) 2023. Excessive vault was observed, lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim (B)(4).

Manufacturer narrative:
B5: per updated information the lens was exchanged. H6- device evaluation: lens was returned with moisture and residue/debris on product, in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).